Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support. During support, the patient had suspected heparin induced thrombocytopenia (hit). Therefore, heparin was withdrawn and a blood thinner was started. The patient also experienced limb ischemia with no further intervention indicated for resolution. The patient was brain dead and the family opted to withdraw care. The patient expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of thrombocytopenia and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.